Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. It was reported, the patient obtained blood glucose results of "127 mg/dl" with the subject meter and "56 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. After the start of the alleged issue, the reporter claims the patient felt "faint" and shaky. Treatment was not specified. At the time of troubleshooting, the cca noted, the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The reporter did not have the patient's testing supplies to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.